Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9177681. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-06-26. Medical device lot #: 9156960. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd insyte¿ autoguard¿ shielded IV catheter packaging before use. Lot #'s 9177681 and 9156960 were reported to have been involved, each with 1 occurrence of the event. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm was in the package."

Event description:
It was reported that foreign matter was found in the bd insyte¿ autoguard¿ shielded IV catheter packaging before use. Lot #'s 9177681 and 9156960 were reported to have been involved, each with 1 occurrence of the event. The following information was provided by the initial reporter, translated from japanese to english: "fm was in the package."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs for evaluation. Bd received a total of 400 unused units in sealed packages from catalog number 381823. Four dispensers with 50 units per dispenser for a total of 200 units from lot number 9177681 and four dispensers with 50 units per dispenser for a total of 200 units from lot number 9156960. The photographs that were submitted revealed similarities to that of the returned units. Foreign matter was observed with seven of the units from lot number 9177691 and six of the units from lot number 9156960, therefore the reported issue was confirmed. Due to the size of the foreign matter, ftir testing could not be performed. The size of the specks were found acceptable per specification. The root cause is undetermined for the units from lot number 9177691. One of the units from lot number 9156960 presented a black speck that resulted from the molding process of manufacturing. The black specks were burnt particulate resin, which result from material build up in the barrel/screw. As the material flows through the barrel/screw the buildup breaks free and ends up in the mold. This would not affect fit, form or function of the product. A device history record review showed no non-conformances associated with this issue during the production of these batches.